Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) atrial pacing put the patient into ventricular tachycardia (vt), which was successfully treated with anti-tachycardia pacing (atp). The crt-d remains in use no further patient complications have been reported as a result of this event.